Event description:
The recipient is reportedly experiencing electrode extrusion. Revision surgery is under consideration.

Manufacturer narrative:
Na disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent repositioning surgery on january 11, 2024. The recipient's activation went well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.